Event description:
According to the reporter: occurred during the procedure. The surgeon was able to press the green firing button but was not able to squeeze the handles and fire the device. It is unknown how the case was completed. Patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during the sleeve procedure. The case was completed by using the same reload with another handle. Patient status: no injuries and discharged.